Event description:
The user facility reported that during a procedure the image suddenly breaks down or creates a black/dark image. The loss of image was reported to have occurred on more than one occasion, and procedures. The procedures were completed with the use of another device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed that there was no image problem found. The user's experience was not duplicated despite the device being tested with three different processors and light sources. There was no evidence of fluid invasion and the device passed the water leak test. The device was subjected to extended operation with frequent manipulation of the bending section, electrical connector, insertion tube and angulation control knobs, however, image quality was observed to within specifications. This report is being filed as an MDR in an abundance of caution.